Event description:
It was reported that during a procedure, the fiber broke. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first name, MFR contact last name, MFR contact email, e1 initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/postal code, initial reporter phone, health professional, h6 evaluation conclusion code.

Event description:
It was reported that during a procedure, the fiber broke. The procedure was completed with another fiber. There were no patient complications.